Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the first five clips were malformed. After that, the device was working fine to complete the case. There was no consequence to the patient.